Event description:
Per sales rep, implant removed due to suspected infection. Sales rep not present for occurrence.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should device or additional info become available, the eval summary will be submitted in a supplemental report.